Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon occlusion was suspected, so the catheter was removed once but the appropriate product was reinserted. No balloon damage was observed during reinsertion. The patient's pain was prominent. Subsequently, the patient complained of severe urethral pain. Attempted catheter removal yielded only about 1 cc of distilled water, indicating difficulty draining urine. When the doctor attempted catheter removal under ultrasound guidance, the balloon was found to be damaged.

Manufacturer narrative:
The reported event was unconfirmed as the product meets specifications. Received (4) photo samples. The first photo sample shows the overview of the catheter balloon. The second photo shows the catheter balloon had ruptured. The third photo shows the close-up view of the inflation and drainage funnel. The fourth photo show the inflation valve with cap. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted that using the (in house) syringe attempt to inflate the catheter and the balloon rupture observed (measuring 0.2605). The drainage funnel was flush with di water and no blockage observed. As the reported event is unconfirmed, a risk review is not required. As the reported event is unconfirmed, a labeling review is not required. DHR is not required since the reported failure was unconfirmed. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: b, d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon occlusion was suspected, so the catheter was removed once but the appropriate product was reinserted. No balloon damage was observed during reinsertion. The patient's pain was prominent. Subsequently, the patient complained of severe urethral pain. Attempted catheter removal yielded only about 1 cc of distilled water, indicating difficulty draining urine. When the doctor attempted catheter removal under ultrasound guidance, the balloon was found to be damaged. Per follow up information received via rcc on 29sep2025, stated that the purple cap on the actual product is an external product and was returned at a medical institution.